Event description:
During a follow-up in clinic, episodes of noise resulting in oversensing were observed on the right atrial (ra) and right ventricular (rv) lead. Provocative testing was performed and noise was reproduced on the rv lead, however, not on the ra lead. During the revision, low pacing impedance was noted on the rv lead. Rv inner insulation damage was suspected but not confirmed. A new rv lead was unable to be successfully connected to the device due to a suspected header anomaly. The device was explanted and replaced and the rv lead was reprogrammed to resolve the event. The patient was stable. Related manufacturer report number: 2017865-2022-07474.